Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via social media indicating that their insulin pump does not alerts them properly. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the help line will give them a call to assist them with troubleshooting their insulin pump. The customer did not return the product back for analysis.